Event description:
The customer reported obtaining false low sodium (na) results for nine (9) patients involving the dxc 800 ar clinical chemistry analyzer. The customer repeated the sample and obtained a result considered correct by the customer. The customer did not provide patient data or demographics. The customer indicated the initial results were six (6) to ten (10) point lower than the repeated results. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 800 ar synchron clinical system. The fse inspected the calibration report and observed that the sodium sample reference (ref) level 1 values were at -5800 which indicated that the carbon bridge required replacement. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully. No further issues were noted. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 is used for the carbon bridge beckman coulter internal identifier is case (B)(4)..